Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error. The customer saw a red x on the display. The insulin pump was dropped or bumped. The insulin pump will be returned. The customer's blood glucose was 89 mg/dl.

Manufacturer narrative:
Pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). The insulin pump was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, minor scratched lcd window and cracked select button keypad overlay.